Event description:
It was reported to medtronic neurosurgery that product was sutured over duragen, and that both were covered with cranial cement. The report states that the cranial cement got hot as it underwent an exothermic reaction, and that irrigation was applied to cool the cement. The report also states that a csf collection developed post-operatively. According to the report, when the patient was examined 3 weeks later, both products underlying the cement were visible only at the edges of the hole where the cranioplasty was performed. Reportedly, the patient has recovered well and no long term adverse effects were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.